Event description:
A (B)(6) female with anorectal and obstetric trauma was implanted with an action device on (B)(6) 2002. On (B)(6) 2010, the pump was removed and replaced due to pt dissatisfaction caused by "pump malfunction".

Manufacturer narrative:
Unable to substantiate if the event is related to a device malfunction, device has not been returned for analysis. Should add'l info become available regarding this revision surgery, it will be re-evaluated and a follow-up report will be sent. The event is captured in our labeling as a foreseeable event.